Event description:
In 1993 rptr had a left total shoulder replacement, for 2 yrs shoulder was working well. Then rptr developed increasing pain and at times shoulder would lock. Dr operated on shoulder 8/7/96 and found the plastic rotor cup had broken into little pieces, the cup was made by depuy # on the plastic is 00-1134-96. Rptr now has all of the replacements removed. Rptr has very little use of left arm.